Manufacturer narrative:
A ge service representative performed an onsite investigation. At terminal no. 1, two cable connectors between the workstation and the c-arm were repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure, the system would not perform fluoroscopic x-rays. The procedure was completed with another system. No patient injury was reported.